Event description:
It was reported that intermittently, the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer. A new charging cable was sent to the customer.